Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following a cataract surgery with an intraocular lens (iol) implantation, the patient developed endophthalmitis after a few weeks of surgery. Intravitreal and injections of antibiotics were given. Approximately three months later, the iol was removed but no recovery to date. Additional information has been received. Culture report: gram stain: 1-2 gram positive cocci/hpf seen & 2-3 pus cells/hpf. Koh: no fungal hype seen. Giemsa: smear show few neutrophils. No malignant cell seen in this smear. Organism isolated: fungal growth started on. Iol-ba. Membrane - ba. Vit tap - ca. (Provisional report).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Corrected information was provided indicating that the patient underwent a re-vitrectomy, intravitreal antibiotics, iol removal and silicon oil infused right eye all during the secondary procedure.